Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump double beeped "no cassette attached." No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the downstream occlusion nub damaged; the tamper seal was missing. There was evidence of the reported error in the event history log. The reported problem was duplicated. During the investigation and functional testing, the pump had a double beep on startup without test cassette installed. Upon inspection, it was discovered that the nub on the downstream occlusion sensor appeared damaged. It was recommended that the downstream occlusion sensor be replaced as corrective measure. The root cause was traced to user interface/customer damage. The product is 11 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: d4: model number: 6400.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not required. Corrected data: b1: adverse event and/or product problem.